Event description:
As reported in pss (B)(4): this patient has a failed acetabular component and loose locking augments with acetabular locking screws in both the augments and the acetabular component. With poor bone stock. There are no other options for her. Left hip.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown stryker hip the event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient information was provided to support a medical review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device information, return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.